Event description:
It was reported that the user stopped using the ilet and sought a return, stating the system delivered too much insulin, particularly overnight, and that frequent supply changes were burdensome. Symptoms included episodes of low blood glucose followed by high blood glucose. Outcomes included no hospitalization, no emergency treatment, and no device alarms. Investigation included review of therapy history and user-reported behaviors during hypoglycemia treatment. Investigation of this case revealed that user overcorrection for hypoglycemia likely trained the system toward increased corrective insulin, contributing to subsequent hyperglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user behavior and therapy management rather than a device failure.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.